Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The data file for the implantable neurostimulator was reviewed, and it was confirmed that within a few weeks after implant, the battery voltage decreased more rapidly than expected and then leveled off afterwards. However, the root cause of this could not be determined by the data file. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for non-malignant pain and for arachnoiditis. It was reported that the patient first saw an elective replacement indicator message on her patient programmer on (B)(6) 2019. The battery measurement is 2.850 volts. It was reviewed that the patient was programmed with 2 programs on group b with the following settings that she uses 24 hours per day: b1: 1+2-3+ 0.8 volts, pulse width of 450 microseconds, rate of 60 hertz, group impedance of 494 ohms, and an amplitude of 1.584 milliamps. B2: 9+10-11+0.8 volts, pulse width of 450 microseconds, rate of 60 hertz, group impedance of 507 ohms, and an amplitude of 1.551milliamps. With the patient at the current settings, the battery longevity estimate is 56 months. With the longevity estimate provided, the elective replacement indicator does not seem appropriate, and the patient has not previously had high settings. The patient doesn¿t typically turn the amplitude up past 1.2 volts. The cycling was not previously turned to 10 seconds on/off or less. The patient came in without cycling; however, the manufacturer representative reprogrammed the patient on the day of the report to 30 seconds on and 30 seconds off. It was reviewed that a battery voltage of greater than 2.60 volts should not trigger the elective replacement indicator. Impedances were run at 0.7 volts and nothing was out of range. The impedances were run again at 1.5 volts and again nothing was out of range. Different reference electrodes were checked, and all were around 600-800 ohms. The patient has not experienced any changes in therapy. There were no patient symptoms or complications reported.